Event description:
Healthcare professional reported "bilateral exchange from textured to smooth due to concern with the product as well as bilateral capsular contracture baker grade iii. Later, healthcare professional reported that scar tissue was sent for pathology. Device has been explanted and replaced. This complaint is for the left side.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. White particles on the surface of the shell. Observed two openings striated on anterior side assessed as surgical damage. No further actions are required as the device was implanted.

Manufacturer narrative:
F2201. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "bilateral exchange from textured to smooth due to concern with the product as well as bilateral capsular contracture baker grade unknown." Later, healthcare professional reported that scar tissue was sent for pathology. Device has been explanted and replaced. This complaint is for the left side.